Manufacturer narrative:
(B)(4) the reported event was confirmed as the product was returned and visual examination determined that the device exhibits signs of repeated use (nicked and gouged) also has fractured on the lateral side of post, all pieces returned. DHR was reviewed and no discrepancies were found. Per the instrument/provisional use and care package insert states instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. From the provided information the root cause cannot be determined using provided information. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown, and surgical technique was followed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee surgery the provisional fractured when the surgeon was putting the knee through flexion in a range of motion check. No adverse events have been reported as a result of the malfunction.